Event description:
It was reported that the physician was unable to interrogate the implantable cardiac monitor (icm). A programmer was used multiple times, however was unable to read data. The physician questioned that the battery longevity should be longer. The icm is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.